Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: h4, h6, h11. The device was returned to olympus for inspection, and the reported failure was not confirmed. In addition, the following reportable malfunction was identified during the device evaluation: air/water cylinder (tube) foreign body (white foreign material), air water channel foreign material (white foreign material). A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: the event "error code e217" was not confirmed during evaluation, the definitive root cause of the reported issue could not be determined. The event "air/water cylinder (tube) foreign body (white foreign material), air water channel foreign material (white foreign material)" was cause not established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the colonovideoscope gave an error code e217. There were no reports of patient harm.